Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the anchor plug #178404 has fractured. Medical records were provided and reviewed by a health care professional. Review of the available records identified the hinged prosthesis right total knee arthroplasty with long stem femoral and tibial components. There is a distal femoral resection. There is implant disassembly involving the proximal femoral component at the compress spindle along with posterior dislocation of the femoral stem. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient¿s right knee was revised approximately one month post implantation due to loosening, disassociation, and dislocation of the femoral components. Attempts have been made and additional information on the reported event is unavailable.